Manufacturer narrative:
Device evaluation: the pump evaluation included visual inspection, priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and operated per specification. Based on the results of the investigation, the reported volume issue was not confirmed. A review of the sterilization records indicated that there were no non-conformances or issues related to the device. (B)(4).

Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. Internal complaint number: (B)(4).

Event description:
A pump reservoir volume higher than expected was observed on two occasions, and it was reported that the physician was not concerned about the issue. It was also reported that the pump migrated from its original position, and the patient developed a kidney infection, which spread to the pump pocket. The device was subsequently explanted and returned for evaluation.